Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional aortic coarctation procedure. Reportedly, a hematoma was observed after proglide device insertion. No suture was observed after the proglide plunger was removed. The foot of the proglide device could not be closed, it was observed to be caught in adipose tissue and the arterial wall. Reportedly, the proglide device broke between the guide and the sheath. The two parts did not separate, the internal cable mechanism was visible. Computerized tomography showed total occlusion at the superficial femoral artery due to the device. Thrombosis and embolization were reported. The device was surgically removed. Due to the surgery suturing performed to repair the artery, the artery diameter was very reduced and stenting was required to reopen the lumen. A stent was placed in the femoral artery. After stenting a thrombosis occurred which totally obscured the femoral artery. Another intervention was performed. The stent was removed and the artery was repaired with the saphenous vein to create a patch at the artery wall. The aortic coarctation procedure was completed via the left common femoral artery. There was a clinically significant delay in the procedure due to the surgery. The patient was reported to be '"fine" post procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break and cuff miss were confirmed. The foot retraction issue could not be replicated due to the condition of the returned device. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of embolism, hematoma, occlusion, thrombosis and vascular injury (tissue damage) are listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na